Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lot met all pre-release specifications. Engineering evaluation showed the following: the device evaluation visually confirmed a split on the leading end of the dilator approximately 2.5 mm in length. This observation was consistent with the applicable portion of the event description. The root cause of the split on the dilator¿s leading end could not be determined with the available information. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2018, this patient underwent an endovascular procedure to repair a chronic thoracic aortic dissection using stent grafts. A gore® dryseal sheath with hydrophilic coating was reportedly prepared as usual. The sheath was inserted from the left femoral artery in the usual manner. As the sheath would not advance, the physician once withdrew the sheath from the patient. It was reportedly confirmed that the tip of the dilator was split. After that, a dilator of another sheath with the same catalogue number was utilized with the first sheath. The procedure was concluded without adverse event.